Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer was hospitalized on an unknown date with high blood glucose of above 700 mg/dl. Customer got an alarm that no insulin was delivered, reviewed daily history and customer reported, that the issue of the bolus not being delivered due to not completing the bolus delivery process. The device will not be returned for analysis.